Event description:
The following has been reported: anesthesia nurse from or5 reported that pump was in fault mode. Flashing both red leds and beeping. Performed hard shut down and restarted without error. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The issue was due to a crash of the application software of the pump. Root cause is currently unknown and is being investigated as part of (B)(4). Subsequent investigation and review of log files revealed that this issue may be related to scar-000043. This is due to the description of the event as a "beep" instead of the buzzer sound indicative of the (B)(4) issue. Additionally log files show an orderly shutdown initiated by a button press which wouldn't have been present in the log files if the kernel crashed. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.